Event description:
It was reported that balloon rupture occurred. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and a pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.